Event description:
Physician used one submarine balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however, it was reported that during treatment with the submarine balloon, a dissection occurred. Dissection was left untreated. Patient was discharged home the next day. Investigator has not assessed the relationship between the device and the event.

Manufacturer narrative:
Evaluation results and conclusion: (dissection). (B)(4).

Event description:
Additional information received reported that a second balloon inflation was performed after the dissection occurred.